Event description:
Event description guidant reveived information that this device was part of a legal action adn the patient passed away. Guidant has no specific information as to the device involvement inthe patient's death.